Event description:
As reported, it is alleged that during a laparoscopic inguinal hernia repair procedure on (B)(6) 2020, the fastener of the sorbafix enhanced 15 count was difficult to be deployed and the physician felt that the way of piercing was harder from usual procedure. The procedure was completed using capsure device. There was no reported patient injury.

Manufacturer narrative:
As reported, the sorbafix enhanced device is being returned for evaluation. However, at this time has not been received. Based on the information available, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) released for distribution in february 2020. Addendum: this is an addendum to the initial MDR submitted to document the results of device evaluation and to correct the date device was returned to the manufacturer. The sample was returned for evaluation. The subject product is found to have been returned with the tack setback in an out of sync condition, and with only eight (8) of the 15 device fasteners remaining. An out of sync tack set back condition is not indicative of the as manufactured condition. As part of the returned sample evaluation, the tack set back was returned to its proper condition and the remaining fasteners were deployed without issue. During the sample evaluation, no manufacturing anomalies were found. The most likely cause is an event occurring during user / device interface resulting in the out sync components found, and this likely led to the deployment issues reported. The instructions-for-use include with the device recommend the following: "1. Place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. 2. Compress handpiece trigger in a single, complete, and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. 3. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counterclockwise and place another fastener in the same area. The precautions section states ¿if the fastener does not deploy properly, remove the device from the patient and test the device in air to ensure proper fastener deployment. Once proper fastener deployment is confirmed, the device may be reinserted into the patient." Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : sample evaluated.

Manufacturer narrative:
As reported, the sorbafix enhanced device is being returned for evaluation. However, at this time has not been received. Based on the information available, no conclusion can be made at this time. A review of the manufacturing records was performed and found that the lot was manufactured to specification. To date, this is the only reported complaint from this manufacturing lot of (B)(4) units released for distribution in february, 2020. The instructions-for-use include with the device recommend the following: place the tip of the sorbafix¿ absorbable fixation system at the desired location perpendicular (90 degree angle) to the mesh or tissue and apply adequate pressure. Different types of mesh may require different amounts of counterpressure. Adjust angle and counterpressure appropriately. Compress handpiece trigger in a single, complete and uninterrupted stroke to drive an absorbable fastener through the mesh into the tissue. Keep consistent pressure on the tip of the device through the entire stroke. Release the trigger allowing it to return completely to its resting position. Repeat this procedure until all required fasteners are deployed. The fasteners should be placed entirely in tissue and the head of the fastener should be firm against the mesh or tissue in order to achieve the best fixation performance. If the fastener head is not flush in mesh or tissue, use a grasper to fully seat the fastener by turning the grasper clockwise. If the fastener still does not fully seat, use a grasper to remove the fastener by turning the grasper counter clockwise and place another fastener in the same area." If/when the sample is received and evaluated, a supplemental emdr will be submitted.

Event description:
As reported, on (B)(6) 2020, it was alleged that the fastener of the sorbafix enhanced 15 count was difficult to be deployed, and the physician felt that the way of piercing was harder from usual. There was no reported patient injury. The surgeon is an existing user of the sorbafix fixation devices.